Event description:
It was reported that the patient expired. The patient had a pump implanted on (B) (6) 2010, and was observed postoperatively and was later discharged home that day. The next day, they were notified that the patient had expired during the night. The physician stated that the cause of death was presumed to be a "cv event." The medication being delivered via the device system was morphine.

Manufacturer narrative:
(B) (4).